Manufacturer narrative:
One certain gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned products identified fracture screw which was still attached to the abutment/crown. Reported 3i t3 non-platform switched tapered implant 4 x 11.5mm (bost411) was not returned and remains to be implanted. Functional testing and dimensional analysis could not be performed since the screw was fractured. Pre-existing conditions noted on the per was none. The reported device had been located on tooth site 12 (universal) and was implanted for unknown duration of time. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR reviews were completed for the subject lot numbers 1238220 and 2017030243. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (1238220 and 2017030243) for similar events and no other complaint was identified. Based on the available information, the reported device malfunction did occur and the reported event was confirmed. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided.

Event description:
It was reported that a screw fractured in the patients mouth. Part of it is still stuck in the implant. They will refer the patient to an oral surgeon for removal. Tooth #12.